Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator (ipg) reached the end of service. Patient lost therapy around the end of (B)(6) 2020. It is unknown if the ipg prematurely reached the end of service. The device was explanted and replaced and therapy was restored.